Event description:
It was reported that the right atrial (ra) lead dislodged and was located in the device pocket. The ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead dislodged and was located in the subclavian vein, and as a result the patient experienced muscle/nerve stimulation in the pectoral pocket area. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.